Manufacturer narrative:
Reported event of exit marker curled up. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during procedure, they tried to remove the device from the endoscope; however, the exit marker curled up after dilation and could not be pulled out through the endoscope. They had to pull out the entire endoscope and cut the catheter at the top to remove the device from the endoscope. The procedure was completed with another cre wireguided dilation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.